Manufacturer narrative:
The cobas integra 400 plus serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lactate/lactate stat results from the cobas integra 400 plus compared to a mykov (kovalent) system. Sample 1 initial result was 44.49 mg/dl, and the mykov result was 6.1 mg/dl. Sample 2 initial result was 109.47 mg/dl, and the mykov result was 70.9 mg/dl. Sample 3 initial result was 41.7 mg/dl, and the mykov result was 23.7 mg/dl. The results from the integra were not released outside of the lab as they were deemed to be incorrect and did not match the patient's clinical status.

Manufacturer narrative:
Qc and calibration did not show any issues. The investigation was unable to determine a direct root cause.